Manufacturer narrative:
See attached evaluation summary report.

Event description:
It was reported that during patient use the ventilator did a gui (graphic user interface) restart. There was no harm to patient as ventilator kept ventilating the patient. Hospital shared minimal patient information per hospital policy. The debug log did not show any gui screen shutdown.